Event description:
It was reported that the ilet device was not fully charging, and a replacement was being considered after outreach to obtain additional information. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health or daily activities. Investigation included a review of device charging performance based on user report. Investigation of this case revealed insufficient information to confirm a device malfunction beyond reported charging difficulty. It was concluded that additional user information is required to determine whether replacement is warranted.